Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a right side artery. The 80% stenosed, 3.50 x 16mm, eccentric, in-stent restenosed, target lesion was located in the moderately tortuous and moderately calcified right coronary artery which contained a significant bend between 45 and 90 degrees. A 3.50 mm x 20.00 mm agent drug coated balloon was advanced directly to treat the target lesion. When the balloon was inflated to 5 atmospheres, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a right side artery. The 80% stenosed, 3.50 x 16mm, eccentric, in-stent restenosed, target lesion was located in the moderately tortuous and moderately calcified right coronary artery which contained a significant bend between 45 and 90 degrees. A 3.50 mm x 20.00 mm agent drug coated balloon was advanced directly to treat the target lesion. When the balloon was inflated to 5 atmospheres, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.